Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris inside the lg lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer allegation was confirmed. Additionally, it was found debris inside the lg lens. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes is damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.